Event description:
The physician noted that the hub, of a 2.75 x 18mm cypher select plus stent, was cracked. This was noted when he was ready to deploy the stent in the left anterior descending branch. There was no patient injury reported.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.